Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had sensor glucose versus blood glucose differences on the insulin pump. Customer's blood glucose was 343 mg/dl. The customer was advised to single meter for calibrations if possible. The customer was advised using multiple meters may result in sensor glucose and blood glucose differences. The customer was advised not to calibrate on a sensor alert. The customer was offered to sent a replacement sensor and agreed to return the product used for analysis.